Event description:
There was no known patient manipulation or trauma that may have caused or contributed to the low impedance. Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on (B)(4) 2014. Abraded openings were noted on the outer and the inner silicone tubing of both lead coils resulting in portion of the lead coils exposed. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break in at least two strands and two strands torn. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery for battery depletion, low impedance was observed with the new generator attached to the existing lead. The surgeon reported that the lead appeared to be damaged because there were a couple of places that appeared that the lead wires were not covered by the insulation. The surgeon then replaced the lead. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date. The patient's neurologist indicated that it is unclear what caused the lead damage and that it was unknown if any abnormal device diagnostics were seen prior to surgery. Attempts to obtain additional relevant information have been unsuccessful to date.